Manufacturer narrative:
Film analysis the reported deployment/expansion issue could not be confirmed based on the pre-implant imaging provided. Procedural angiograms showing attempts to deploy the stent inside the patient were not available for review. Additionally, there were no apparent anatomical characteristics identified that could have contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of an aortic ulcer. It was reported that during the deployment of the vamf3838150, the surgeon rotated the blue handle, but there was great resistance, and it repeatedly slipped meaning there was very resistance even when the surgeon applied force. The stent could not be deployed and even attempts at quick deployment did not work. The surgeon decided to withdraw the stent system and replace it with a different valiant captivia stent graft to complete the operation. Per the physician, the cause of the event was related to user error as the surgeon continued to apply force despite the resistance and attempted quick deployment, believing it might avoid slipping. The surgeon is experienced with this stent graft. It was said there was no access imaging and during the procedure there was some resistance during delivery of the stent graft but ultimately the stent graft was successfully delivered to the aortic arch. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Film analysis the reported deployment/expansion issue could not be confirmed based on the pre-implant imaging provided. Procedural angiograms showing attempts to deploy the stent inside the patient were not available for review. Additionally, there were no apparent anatomical characteristics identified that could have contributed to the reported event. Device analysis the delivery system had been partially disassembled prior to receipt of the device. A deployed stent graft was received alongside, the graft had been fenestrated prior to receipt. The front grip had been removed and was not received alongside the device, the external slider had been removed and re-attached prior to receipt. The graft cover was fully retracted on receipt of the device, it was possible to advance and retract the graft cover with no difficulty by engaging the t-bar. No other deformation evident to the remainder of the device. Additional information received: it was reported that a fenestration was performed on the stent graft , the stent graft was reloaded and then inserted into the patients body. After the stent was delivered to the right position, the handle was rotated when deploying the stent. The outer sheath did not move. The resistance was very large when the handle was rotated further. Continued to rotate hard and slider then detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.